Event description:
It was reported that the atrial lead exhibited noise oversensing causing pacing inhibition. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion at 11.1cm to 12.2cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction on the device.